Event description:
During an implant procedure, when the physician tried to insert the stylet into the lead, the blue cap popped off. He was then unable to load the stylet correctly into the lead.

Manufacturer narrative:
(B)(4): analysis of the stylet (lot # unknown) showed a reliability non-conformance. The cap was detached from the handle. It appeared that all three ridges in the handle had engaged with the cap. The stylet wire dimensions were out of specification and had been bent in many places. The angle to the proximal tip and the length of wire between the bends was out of specification. Because of this, it allowed the stylet wire to push against the cap and force it off of the friction-fit between the cap and handle was not stronger than the force being applied to the stylet wire.